Manufacturer narrative:
The incident was reported to us via a medwatch report filed by the facility. The report indicated that when the gauze pads were taken apart or disturbed, particles of the gauze were seen floating and that it disintegrated when it became wet. There was no indication it was used on any pt. The facility did not respond to requests for more info. The sample was not returned for eval and no lot number was provided. We have had no other similar issues reported to us for this device. In the absence of a sample, the issue was not confirmed and a root cause was not determined.

Event description:
Particles came off of the gauze when the two pads were taken apart.